Event description:
According to the reporter, when device was connected to pt in the ER using quick combo electrodes, the device kept saying "connect electrodes." Pt outcome was not reported, but there were no adverse affects reported as a result of the device use.

Manufacturer narrative:
Physio control is continuing to investigate the reported incident.